Event description:
A customer reported that the pump screen was scratched and damaged, making it difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.